Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a separation in the outer silicone jacket on the percutaneous lead was found at the metal connector. X-rays were taken which revealed no shield break down under the bend relief, near the metal connector. The team placed a temporary tape split in the suspect area until all paperwork was submitted and approved for the MFR to perform a percutaneous lead field repair.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the device, because it was not returned by the hospital. On site at the hospital, the percutaneous lead repair was successfully completed by the MFR's field service representative. One month later, it was reported by the MFR's clinical representative that the pt received a transplant on (B) (6) 2010. No further info is available. The MFR is closing its file on this event.